Manufacturer narrative:
Device will not be returned.

Event description:
Customer's father reported the infusion tube broke in half when the customer was asleep. The customer is currently in training and is using the system with saline. No adverse event was reported. The infusion set was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.